Event description:
It was reported that the compressor generated an alarm indicating a low pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to low pressure alarm. There was no patient harm. The issue was reportable as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. The issue has been resolved by replacing maintenance kit 10000h and the device was delivered to the user in working condition. The root cause of the issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).